Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with an implanted spinal cord stimulation (scs) system underwent a revision procedure due to inadequate stimulation. The procedure was completed without complications. Electrocautery was not utilized. The patient is reported to be doing well postoperatively. The facility discarded the explanted implantable pulse generator (ipg).

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. Correction on the initial MDR in blocks h6, b5. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with an implanted spinal cord stimulation (scs) device underwent a revision procedure due to inadequate stimulation. The procedure was completed without complications. The patient is reported to be doing well postoperatively. The facility did not release the explanted device.